Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal device and the cause for the reported event remains unknown. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An angio-seal vip was deployed in the patient's femoral artery following a heart catheterization procedure. The patient experienced bleeding when the device was deployed. Hemostasis was achieved by applying pressure for 10-20 minutes. Pedal pulses were obtained in both extremities. After being discharged, the patient experienced discomfort, cramping, and pain in the leg of the puncture site. It was determined on (B)(6) 2015 that the patient had poor blood flow in the leg with the puncture site and the patient was sent for surgical intervention (B)(6) 2015.